Event description:
Jabbed mouth [mouth injury]. Toothbrush attachment point, the thin metal rod, came detached from the toothbrush head [device breakage]. Case description: consumer contacted via e-mail and stated that the toothbrush attachment point, the thin metal rod, came detached from the toothbrush head during brushing. No serious injury was reported.

Manufacturer narrative:
23-nov-2020 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Jabbed mouth [mouth injury]. Toothbrush attachment point, the thin metal rod, came detached from the toothbrush head [device breakage]. Consumer contacted via e-mail and stated that the toothbrush attachment point, the thin metal rod, came detached from the toothbrush head during brushing. No serious injury was reported.